Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the device was deployed, a strong tug test was performed. At this time, a change in blood pressure and a pericardial effusion were noted for which a pericardiocentesis was performed to successfully stabilize the patient. The device was then released and protamine was administered. Patient was observed for 20 minutes post-procedure and the effusion never re-accumulated. Patient is well and has been discharged.